Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a device. A visual inspection of the returned photo noted that the retraction knobs of the device can be seen to be fully retracted. No device abnormalities can be seen in the returned photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery, the surgeon was able to press the green button but unable to squeeze the handle. The device did not fire. Another handle was used to complete the case. There was no patient injury.